Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the explanted device was still in the possession of the hospital. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 1000 mcg/ml; 499.6 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2018. It was reported the patient heard alarms on and off since friday ((B)(6) 2018). Upon interrogation of the pump it showed multiple motor stalls and recoveries since (B)(6) 2018. Motor stall (B)(6) 2018 11:44; motor stall recovery (B)(6) 2018 12:22; motor stall (B)(6) 2018; 16:02 motor stall recovery; (B)(6) 2018 20:45; motor stall (B)(6) 2018 17:55; motor stall recovery (B)(6) 2018 10:46. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump was replaced (B)(6) 2018 and will be returned to the manufacturer. Patient status was alive- no injury. The issue was resolved. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. Symptoms the patient experienced related to the motor stalls and recoveries was the patient could not sleep.